Event description:
Related manufacturer reference number: 2017865-2022-10054. It was reported that the patient presented in the operation room for a generator change. Interrogation showed the right atrial (ra) lead was experiencing failure to capture. During lead intervention, the replacement ra lead was not installed due to failure to capture in the atrium. Programming changes were made to deactivate the existing ra lead instead. There were no patient consequences.